Event description:
It is reported that the liner would not seat into the cup. The surgeon implanted a larger cup and new liner.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.